Event description:
This lead was implanted on (B)(6) 2002 and remains implanted at this time. It was noted on (B)(6) 2013, that there was noise on the rv lead. A shorter av delay from 360ms to 180ms was programmed to avoid pacing output on the t waves. Patient was sent for chest x-ray and bloodwork to assess if a new rv lead needs to be implanted. The physician was dr. (B)(6) and the facility was (B)(6) centre, (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).